Manufacturer narrative:
(B)(4). Device discarded evaluation unable to be performed.

Event description:
A customer contacted baxter's (B)(4) regarding an overprime on the homechoice (hc). The home patient (hp) was requesting assistance with ending therapy. Hp stated that when he primed the hc the fluid was coming out of the patient line so he pressed some buttons to get it to stop and now was in initial drain. The technical service representative (tsr) assisted hp with ending therapy on machine so that he could start over since he was not connected when he put the hc into initial drain mode. On (B)(6) 2010 (B)(4) followed up with the hp in regards to a report of fluid coming out of the patient line. The hp stated he did not notice anything wrong with the cassette prior to putting it into the hc. The hp did not have anything stacked on the heater bag and the patient line was correctly positioned in the organizer. The hp reported once he was able to unlock the hc he removed the cassette and discarded it (lot number was unknown). The hp has continued therapy with no reported issues. No patient injury or medical intervention was reported.